Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video connector socket failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the faulty image display due to socket failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the interface was not good of the video system center and the image was abnormal when connecting to the laparoscope during service / maintenance. There were no reports of patient involvement.